Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: sub acute thrombosis requiring medical intervention. Device issue: none. It was reported that the 3.5 x 8 mm vision stent was implanted in 2007, and sub acute thrombosis (sat) occurred. Intra-aortic balloon pump (iabp) was inserted. A long inflation was done using an esprit balloon catheter to treat the thrombosis and the patient's condition improved. No additional event or patient information is available.